Event description:
It was reported that when the patient came into clinic after feeling the patient notification alert for congestion, ventricular oversensing of a wide complex ventricular event was observed. The event coincides with the cap maintenance (capm) that was starting and stopped during a svt episode and also on a non-sustained rv oversensing triggered egm. Review of both items showed that the capm start and sosd checking causes the complex to stretch out and being oversensed. The capm has not caused any patient symptom. Further testing and programming changes were recommended. The vibratory alert for congestion was turned ¿off. The patient was ok and was sent home. Patient¿s next in-clinic follow-up is in few months.